Manufacturer narrative:
(12/05/2012) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter failed testing, but the complaint was not reproducible. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch verioiq meter was displaying inaccurately high compared to his feelings and normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2012 at 2am, he obtained a reading of "266mg/dl" on the lfs meter. The patient reported using insulin pump therapy to manage his diabetes. It is unclear if the patient made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 45 minutes later, he felt "dizziness." The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing, and the patient's test strips were in good condition. When a control solution test was run, the result was within the recommended range. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated by product analysis on 12/04/2012 with the following findings: the meter failed testing, but the complaint was not reproducible. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported due to the findings from lfs product analysis.

Manufacturer narrative:
Follow-up #1- device evaluation (submission on 12/14/2012): on (B)(4) 2012, lifescan received the meter and test strips involved with the complaint and completed device evaluation on (B)(4) 2012 and (B)(4) 2012, respectively. The alleged inaccurate meter reading was confirmed in the meter's download; however, all testing conducted on the returned meter during investigations were within specifications. The alleged issue was not reproducible during investigations. The returned test strips passed testing with no faults found.